Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 420mg/dl which was treated with 28 units of lantis & hymolog. Customer¿s current blood glucose of 236mg/dl. Customer alleged possible under delivery. Drive support cap appears normal and insulin exited at the quick release. Insulin pump will be return for analysis.